Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 21mm 11500a valve, implanted in the aortic position, was explanted after an implant duration of 4 months, due to unknown reasons. The explanted valve was replaced with a 21mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry and investigation, it was learned that a 21mm 11500a valve, implanted in the aortic position, was explanted after an implant duration of 4 months, due to endocarditis. The patient presented with severe bioprosthetic valve stenosis and hemolytic anemia and large vegetations on the valve leaflets concerning for bioprosthetic valve endocarditis. Extensive endocarditis of aortic valve extending to annulus and into lvot without periannular abscess was noted. +gpcs were found on rapid gram stain. The 21mm 11500a aortic valve was inspected and was clearly infected and covered with large vegetations that extended into the left ventricle. The explanted valve was replaced with a 21mm 11500a valve. The patient also underwent root enlargement during operation. The patient was transported to the ICU in critical condition.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.